Manufacturer narrative:
Age: average. Date of event: estimated. The unique device identifier (UDI): is unknown because the part number and lot number were not provided. Date of implant: estimated. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article attached: ¿delayed hospitalisation for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial¿. The patient effect of death is captured under a separate medwatch report number.

Event description:
It was reported through a research article identifying mitraclip that may be related to patient death, heart failure, stroke, myocardial infarction, unplanned hospitalization. Although the adverse events occurred, this 12-month landmark analysis of the mitra-fr trial showed an almost 2-fold lower annualized heart failure hospitalization rate between 12 and 24 months in patients treated with transcatheter mitral valve repair (tmvr) compared with patients treated with guideline-directed medical therapy (gdmt) alone, which did not reach statistical significance in the setting of a limited number of events. Specific patient information is documented as unknown. Details are listed in the attached article: ¿delayed hospitalisation for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial¿.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history records could not be performed as the part/lot information was not provided. The reported patient effects of myocardial infarction, cerebrovascular accident, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information, a cause for the reported heart failure, myocardial infarction, and cerebrovascular accident cannot be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.